Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Initial 3500a - correction the initial 3500a report should have also contained the following information: the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found.the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA, alleging that their onetouch ultramini meter read inaccurately high compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 6:30am on (B)(6) 2015. At this time the patient obtained a blood glucose reading of ¿98mg/dl¿ with the subject meter and ¿58mg/dl¿ on another, unknown, meter within 30 minutes of one another. The patient manages their diabetes with an unspecified dosage of levemir insulin as well as with x2 500mg metformin tablets per day. The patient denied making any changes to their normal diabetes management routine as a result of the alleged product issue. During the initial call with the cca the patient reported developing the symptom of ¿shaky¿ 2 hours after the alleged inaccuracy occurred. In response to this symptom the patient immediately self-treated by consuming more food and/or drink. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter. The unit of measure was set correctly on the subject meter and an approved sample site was used. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because, the patient allegedly obtained an inaccurately high reading on the subject meter which led to them developing symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.